Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. Usage residues were observed within the sample. The catheter terminated at the 41cm depth marking. A longitudinally aligned split was observed between the 2cm and 3cm depth markings. The split edges exhibited a wavy shape. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split when flushing both the red-luered and the white-luered lumens. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split revealed sharply defined granular edges. The catheter material was permanently deformed in the vicinity of the split. The split characteristics and tensile weakness were typical of material deformation prior to the formation of the split. Such damage is consistent with burst damage secondary to over-pressurization. The catheter material expands prior to tearing, resulting in the observed deformation. Over-pressurization can be caused by flushing against an occlusion, using a too small syringe or during power injection procedures. The product IFU provides the following warnings: ¿exceeding the maximum flow rate of 5 ml/sec, or the maximum pressure of power injectors of 300 psi, may result in catheter failure and/or catheter tip displacement; failure to ensure patency of the catheter prior to power injection studies may result in catheter failure; failure to warm contrast media to body temperature prior to power injection may result in catheter failure; use of lumens not marked "power injectable" for power injection of contrast media may cause failure of the catheter; power injector machine pressure limiting feature may not prevent over-pressurization of an occluded catheter, which may cause catheter failure; do not use a syringe smaller than 10 ml. Catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reap2139 showed no other similar product complaint(s) from this lot number.

Event description:
Received 05/06/2016 - as reported by the nurse: two holes in tubing proximal to purple hub at 3cm mark noted. Dressing started to saturate every time fluid was hung. On examination when line was flushed with saline, the skin above insertion site showed swelling during flush procedure. PICC removed. Noted two holes proximal to purple hub at 3cm mark. PICC replaced to opposite arm.